Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Manufacturer narrative:
The device will not be returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm and blood was seen in the iab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iab was then replaced with a new one, also via axillary insertion. It was later reported that shortly after insertion of the second iab the console generated a check iab catheter alarm. The iab was not removed and therapy was continued. There was no patient harm or adverse event reported. This report is for the first iab used. A separate report will be submitted for the second iab.